Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the device never worked properly. The patient said that right from the start they had to move to actually make it work, and it needed to be taken out. The patient was not sure if the device was placed right or not. It was reported that the device never helped the patient¿s pain. It was for their legs, and it just irritated their actual injury. The patient wanted to schedule an appointment to have device taken out.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.